Event description:
The customer contact reported a leak of chemotherapeutic agent. The patient was receiving cladribine 48mg in 73ml of saline at a rate of 0.6ml/hr to infuse for a duration of 7 days via a PICC line. After 22 hours on day 1 of the infusion, the homecare patient noted a wet spot on an unspecified area of skin. The patient appropriately cleansed the area of contact with soap and water. The leak was noted "around the sides of the filter." The tubing set was replaced, and the infusion resumed. There were no reported adverse patient effects. No medical interventions were required.